Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown 4.5mm x 5.5mm abutment were returned for investigation with an unknown crown. Visual inspection of the as returned product identified that the abutment is fractured at the hex feature and the screw is badly damaged and fractured at the head. Appropriate documentation was reviewed. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information for the reported abutment and implant. Therefore, based on the available information, device malfunction has occurred and the reported fracture events were confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment was fractured and required replacement.